Event description:
It was reported that during a cryoablaition procedure involving a polarsheath steerable sheath, the dilator was wiped with saline prior to introduction into valve. The only device introduced across the valve was the polarx catheter. After the fourth pulmonary vein ablation, re-conduction was confirmed via ring electrode. After that, blood leakage was observed from the sheath entry hole when another attempt was made at cryoablation, sheath did not leak air. The leakage was resolved by replacing the device and the procedure was successfully completed with no patient complications. Device is expected to be returned.

Manufacturer narrative:
This polarsheath was returned to boston scientific for laboratory analysis. Visual inspection did not reveal any abnormalities. Standard aspiration tests performed revealed all results were within specifications. The hemostasis valve was tested, the results showed this device passed the testing. Air pressure testing was conducted to locate any leaks, the sheath failed this testing, the device was gently pressurized with at the flushing line lure fitting while plugging the distal tip of the catheter. The pressure decay value failed as high pressure. Laboratory analysis was able to confirm the reported clinical observations. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during a cryoablation procedure involving a polarsheath steerable sheath, the dilator was wiped with saline prior to introduction into valve. The only device introduced across the valve was the polarx catheter. After the fourth pulmonary vein ablation, re-conduction was confirmed via ring electrode. After that, blood leakage was observed from the sheath entry hole when another attempt was made at cryoablation, sheath did not leak air. The leakage was resolved by replacing the device and the procedure was successfully completed with no patient complications. Device has been returned and analyzed. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.